Manufacturer narrative:
Explanted devices were returned, initially the only complaint was with the right device. However, the left device was also returned and co will do an investigation of it, therefore, co added a second device (left) to the report.